Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities, the lead tip/spiral appears normal. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue indicating there was no blockage in the lumen. Analysis was unable to confirm the allegation made against the lead in the field.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) was being positioned but would not advance over the guidewire any further than the proximal end of the loop of the lead. The lv lead was removed and a kink was observed in this area. The lv lead was an attempted implant and would not c/c to death/sd if it were to occur again.